Manufacturer narrative:
One level 1 hotline low flow system was received with the float switch stained red, a noisy pump, the lcd was damaged on the printed circuit board (pcb), the power switch and retainer needed an upgrade, the enclosure was cracked at the drain fitting causing a slight leak, both covers were cracked, the heater did not pass electrical testing, the interlock block components were stained red, the line cord was worn and the pole clamp handle was broken. The water tank was filled, the temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be duplicated. The lcd was damaged on the pcb. The pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's lcd screen could not be read. There was no reported adverse event.